Event description:
It has been reported to philips that the geometry movements were partly available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. Philips remote service engineer (rse) connected with the customer and confirmed that all geometry movements were partially available. Review of system log file identified issues with geo pc. Upon troubleshooting, rse found date and time was incorrect on the geo pc. The date and time were corrected. Following the adjustment of date and time on geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.